Event description:
Boston scientific received information that the day after this right ventricular defibrillation lead was implanted, high threshold measurements and loss of capture were observed. This lead was suspected of having dislodged. This lead was surgically repositioned. During the procedure, the staff noticed noise on the electrogram. When the optimal position was reached, measurements were taken again. All measurements were normal, and there was no noise observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.